Event description:
A morphine IV solution connected to the pump had been completely delivered to the pt. Although the lines had been connected to the pt, the pump had never been programmed or turned on. The cover door, which holds the IV tube set cartridge in place, had not been completely closed. The IV line was essentially in a "free flow" state. Had the unit been on, an alarm would have sounded.